Manufacturer narrative:
H10: the customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices touchscreen was not responding and attempted calibration with no success. The customer removed the bezel and cleaned the surface, then reassembled and attempted calibration again. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that he was able to calibrate it one time, but after a while it went out of calibration again. The rse provided parts ID for a replacement touchscreen. The investigation is ongoing.